Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When completed, a supplemental report will be submitted.

Event description:
It was reported that a device was "under infusing" (medication, delivery parameters unknown). It was also reported that there were no pt incidents or adverse events related ot the reported symptom.